Event description:
Received a reading of o mg/dl using the lifescan meter. Patient did not experience any symptoms at the time of testing. Patient retested and received an 11 mg/dl patient ate food and /or drank a beverage after attempting to use the meter and then contacted emergency services and did not receive any treatment. There is no information on whether the patieht was tested on another device. The test strips were in good condition, however, there was no color change or reaction on the test strip when blood was applied on the test strip. Customer service sent the patient a replacement test strips and control solution. This case is being reported as a strip malfunction due to the no color change or reaction on the test strips.